Manufacturer narrative:
(B)(4). The device was returned for evaluation. Investigation is underway.

Event description:
As reported by a field clinical specialist, the balloon on the commander delivery system ruptured during valve deployment. The valve was successfully deployed but the delivery system was unable to be withdrawn thru the 14fr esheath. A cut down was performed and the commander/esheath were both surgically removed. The right common femoral was repaired.

Manufacturer narrative:
The device was returned for evaluation. The commander delivery system was returned after being used in the procedure, inserted through sheath and loader cap and with the distal portion of the balloon separated. Visual inspection of the returned device showed the following: kink in proximal portion of balloon shaft due to returned packaging. Ds returned inserted through full loader and sheath, locked with full fine adjust used. Gw lumen and distal end of ds appears cut. Deep scratch observed on distal portion of sheath shaft. Minor sheath distal tip damage. Sheath has no liner tear and expanded as designed. Balloon burst confirmed - radial and longitudinal. Balloon material bunched up over nose tip. Does not appear to be missing any balloon pieces. Crimp balloon extremely wrinkled.   Imagery was received for evaluation. Two of the images shows balloon before and during the balloon burst. One of the images shows calcification in the patient anatomy. Due to the condition of the returned device (burst balloon), no relevant functional testing could be performed. The balloon single wall thickness was measured along the radial tear and longitudinal tear. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component. The balloon single wall thickness at all measured locations were within specification. Based on the review of the IFU and training manual, no deficiencies were identified. Inspections during the manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. The complaint for ¿balloon ¿ burst¿ was confirmed based on visual inspection of the returned device, and the complaint for ¿delivery system ¿ withdrawal difficulty-through sheath¿ was also confirmed based on bunching of balloon material over nose tip and the extremely wrinkled crimp balloon. Review of manufacturing mitigations, dimensional measurements, and device visual inspection did not indicate any manufacturing non-conformances contributed to the reported event. Available information indicates that patient/procedural factors (calcification) contributed to the reported event. A technical summary written by edwards lifesciences, documents a review of balloon burst complaint investigations on returned devices over a three-year period, with an addendum reviewing investigations over an additional one-year period. Based on available evidence, it was found that patient factors, calcification in an aortic annulus specified in the technical summary can present a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressures, calcification in the aortic annulus can compromise the structure of the balloon wall even at low inflation pressures. This can occur due to mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As shown in the CT image provided by the site, there is calcification in the patient anatomy. The burst balloon would then have created difficulty withdrawing the delivery system into the sheath, as the altered balloon profile could have gotten caught on the tip of the sheath or other parts of the patient anatomy. As such, available information supports that patient/procedural factors likely led to the reported event and there is no evidence of device malfunction or manufacturing nonconformance. No visual abnormalities were observed on the returned sample, dimensional measurements met specification, and an existing technical summary has been documented for root cause analysis on balloon bursts in a calcified aortic annulus and the subsequent withdrawal difficulty.  The technical summary is applicable to this complaint because calcification in the aortic annulus could cause the balloon to burst, which led to the subsequent withdrawal difficulty. The complaint for balloon burst was confirmed and the complaint for withdrawal difficulty was also confirmed. No manufacturing non-conformities were found in the returned sample. Available information indicates that patient/procedural factors (calcification in the aortic annulus and withdrawal difficulty due to burst balloon) may have contributed to the event. Since the occurrence rate does not exceed the december 2017 control limits for the trend categories, no corrective or preventative action is required.